Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 instrument. The erroneous results were not reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer did not provide patient demographics. The customer provided the initial results for nineteen (19) patient samples. Refer to MDR# 9612296-2020-00101 which addresses the erroneous results generated on (B)(6) 2020.